Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer¿s blood glucose level was 32 mg/dl at the time of incident. The customer¿s current blood glucose level was 157 mg/dl. The customer was treated with intravenous glucose, glucagon and fluids. Customer also stated that the insulin pump was stopped working. The insulin pump will not be returned for analysis.